Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was high risk and experienced multiple post-operative complications including respiratory issues, gi bleeding and bacteremia, but was ultimately discharged on an unspecified date to a long term acute care (ltac) facility for potential tracheostomy weaning. The patient¿s international normalized ratio goal on discharge was 1.8-2.5. The patient had a recurrence of gi bleeding and was readmitted on an unspecified date. The patient¿s hemoglobin and hematocrit on admission were not available. The patient was discharged on octreotide on (B)(6) 2015. After discharge, the patient was readmitted again on (B)(6) 2015 with a cough and a 101.5f temperature. Blood cultures were positive for staphylococcus. An echocardiogram on (B)(6) 2015 showed an ejection fraction of 44%. It is believed that the patient will ¿be on antibiotics forever, but the pump is functioning fine." The pump parameters have been stable since implant with no alarms.

Manufacturer narrative:
Approximate age of device: 4 months. The patient remains ongoing with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding and infection could not be conclusively determined. The instructions for use list bleeding and infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.